Manufacturer narrative:
Evaluation of the returned smart coil revealed that the device was returned without is introducer sheath; therefore, the reported complaint could not be confirmed. Based on the return condition, the root cause of the reported complaint could not be determined. Evaluation revealed that the pusher assembly had kinks, the pet lock was separated, and the pull wire was not present on the proximal end of the pusher assembly, the pull wire was in its initial position within the pusher assembly ddt, and the embolization coil was intact with the pusher assembly and had offset coil winds. This damage was not mentioned in the reported complaint and may be incidental. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using a penumbra smart coil (smart coil). During the procedure, a smart coil would not advance within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a non-penumbra coil. There was no report of an adverse effect to the patient.